Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient's mother reported patient's infusion device displayed an e4 (occlusion) error. Mother stated, patient reported the e4 occurred during use and while attempting a bolus while at school. Mother reported patient stated, after the first e4, he noticed the infusion tubing was bent/kinked, he straightened it out and it worked fine for a while and then the e4 occurred again during a bolus. Mother stated, the school nurse phoned her and gave the patient a manual injection to complete the bolus. Mother reported patient changed out his infusion site and infusion tubing and the e4 occurred again during use. Patient's mother reported the infusion adapter has never been changed. Mother stated, patient changed adapter while on the call and was able to disconnect from the infusion headset/pigtail and prime several large drips through the infusion tubing. Patient reconnected and placed the infusion device back to run mode. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Infusion sets and adapter were replaced; requested return of the adapter for evaluation.